Event description:
The hcp reported that while placing a bravo ph monitor the capsule failed to deploy from the delivery system. The clinician was able to break the handle and deploy the capsule manually. The capsule remained attached to the esophagus and no serious injury to the patient was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.